Event description:
Customer reported poor image quality and system tracking to max with grainy images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board. System operates as intended.